Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was aborted and continued after transferring the patient to another room. The philips remote service engineer (rse) checked system remotely and confirmed that system geometry movements were not available. Review of the logfile shows the device froze and could not be turned on without first being turned off. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer remotely and customer stated user restarted three times, but issue persisted. The rse suspected geo ipc boot up issue and requested onsite support. The philips field service engineer (fse) went onsite and reviewed logs file and found mechanical movement failure after startup and multiple restarts were ineffective. On further troubleshooting the fse ran power-on self-test (post) test and showed the direct current power supply (dcps) 24v post error, confirming the malfunction to be related to broken electromagnet. To resolve the issue, the fse re-plugged dcps (direct current power supply). The defective part was sent for analysis, for geo module malfunction was observed and the failure was observed as wires are pulled from the cable. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.